Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00045. It was reported the patient's leads had migrated. Surgical intervention was undertaken and both leads were explanted and replaced. Effective therapy was reportedly restored.